Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope was out of focus. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to damage on zoom (charged coupled device). Additionally, the investigation confirmed the presence of foreign material within the nozzle, but the type of material or root cause cannot be identified. The definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: b5, d8, d10, h2, h3, h4, h6, h11